Event description:
It was reported that dynanail mini explanted to convert to total ankle.

Manufacturer narrative:
It was reported that dynanail mini explanted to convert to total ankle. This complaint was opened in response to a dynanail mini headless screw and a dynanail mini hybrid screw that needed to be removed in order to put in a total ankle replacement system. The hazard is an anticipated risk and is not an indication of a systematic issue necessitating a CAPA investigation. The implants were removed to make room for a total ankle replacement and no issues with the screws were identified. Thus, no further action is needed.